Event description:
Reported false positive qv sars otc result for 1 consumer which occurred in 2021 (specific date unknown). It is unknown if the consumer was symptomatic at the time. The consumer communicated the result was confirmed negative by molecular (pcr testing). Consumer also communicated an additional event which is captured on a separate report.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer reviews.